Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/08/2016 with the following findings: investigation revealed a dim and discolored display. Unrelated to this, the bolus button cover was detached/missing. Initial reporter: (B)(4).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 11/08/2016. Investigation revealed a dim and discolored display.